Event description:
On 31st may, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover of the spring arm came off and fell down. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover of the spring arm came off and fell down. It was confirmed by photographic evidence that also the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem, d4 serial#, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 31st may, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover of the spring arm came off and fell down. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 31st may, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover of the spring arm came off and fell down. It was confirmed by photographic evidence that also the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 serial# (B)(6). Corrected d4 serial# (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the rear cover of the spring arm came off and fell down. It was confirmed by photographic evidence that also the label was chipping off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information gathered from getinge technician, the device was repaired and released for use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Based on an information gathered, the cover fell off occurred during surgery. According to the subject matter expert at the manufacturing site, cover fell off due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use. Additionally, users are requested to pay attention to cracks in plastic parts. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. To prevent any incident similar to the label missing, the user manual mentions instructions concerning cleaning and disinfection, recommended and prohibited products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.